Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as patient made a mistake. The same day as the onset of peritonitis; the patient was hospitalized for the peritonitis event. The same day the patient was treated with injection of vancomycin (1 gram, ¿start a dose¿, route, frequency and duration not reported), intraperitoneal injection of amikacin (250 mg each bag four hours, once, ongoing), intravenous (IV) injection of amikacin (500 mg, once a day, ongoing) and IV injection of cefotaxime (500 mg, once a day, ongoing) for peritonitis. Dianeal 1.5% pd2 was ongoing. On an unreported date, the dianeal 2.5% pd2 therapy was withdrawn. At the time of this report, the patient was recovering from this peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.